Event description:
The manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, corrosion was found on the power connector. In addition, there was secondary findings of dust/dirt in the device. The device was scrapped. This incident has been deemed reportable due to the corrosion found on the power connector.